Event description:
It was reported that the pin could not be inserted into the bone because the rotation of the universal driver is eccentrically. The surgeon tried to use all the pin with the universal driver, but same events were confirmed. So, the pins do not have deformation. He claimed universal driver.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.